Event description:
Advocate states that his wife received a blood result of 540 mg/dl on her contour meter. She was retested on a different meter and result as 245 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement meter and strips were sent but customer no longer has her test strips to return for evaluation.